Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the lead was placed during implant, it was noted that the serial number on the lead body and inner tray outer package were the same but the serial number on the outer tray label was different. The physician questioned the mix up in serial numbers on the package. No functional anomalies were observed on the lead. The lead was connected to the pacemaker and the procedure was completed with no adverse consequences.

Manufacturer narrative:
Review of pictures provided by the field confirmed that the label on the lead outer tray referenced the incorrect serial number (B)(6), while the label on the outer tray matched the serial number on the connector of the lead (B)(6).